Event description:
Customer reportedly received result of 300 mg/dl on the advantage system while using comfort curve test strips, and result of 95 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the advantage system.